Manufacturer narrative:
This was an immediate load implant (both #12 and #13) placed by dr. (B)(6). Patient is currently (B)(6) and has multiple bicon dental implants. He has very good bone and the doctor believes occlusal forces caused the implant to fracture.

Event description:
Biomechanical overload causing implant to fracture.